Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The company service representative examined the system and found that there were patches on the galvo mirrors of the surgical focusing module (sfm). The nonconforming galvo mirror within the surgical focusing module (sfm) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming galvo mirror within the surgical focusing module (sfm). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, there was stickiness during the corneal flap procedure of the right eye. The flap was manually completed without harm to the patient. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.